Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. No product was returned; visual and dimensional evaluations could not be performed. Photographs of the explanted liner and head were provided, and they show signs of being implanted. Additionally, the liner was fractured however it cannot be confirmed if it fractured during explanation or prior to that. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a3a; g3; h2. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to instability. During the procedure, it was noted that the cup was not revised. A constrained liner was cemented into the current cup. Due diligence is in progress for this complaint; to date no additional information or product has been received.